Event description:
Initially a customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line alarm), which occurred on the home choice machine during peritoneal dialysis (pd) therapy. It was unknown for how long the device was in use before the issue was noted. The home patient (hp) stated the patient line came loose from his transfer set. Overall, the call was complete as the technical service representative (tsr ) explained the alarm and assisted the hp to clear the alarm and advised the hp to contact his nurse. The tsr determined the homechoice met device specifications and was safe to leave in the customer's home. There was no patient injury or medical intervention associated with this event. On (B)(6) 2012, the patient's wife left baxter a message stating he's in the hospital with peritonitis. She stated that she doesn't want to be called again as she can't answer any questions and that he'll probably be in the hospital for another week. No further information was provided. As the patient's wife declined further information, no further information was requested.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed. The cause was not identified because there was no sample returned to baxter for evaluation, the lot number was not provided, and the user did not verbally provide sufficient information to identify the cause of the alarm. This issue is being investigated through CAPA for the system error 2240. Additionally, it was reported that the patient had peritonitis, however, the cause of peritonitis could not be confirmed with the information available and therefore, no assignable cause was determined.